Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that there is leakage between the tubing and mickey button prolongator.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One decontaminated sample was received at the manufacturing site for evaluation. Upon a visual evaluation of the sample, the reported issue was confirmed; a crack was observed on the enfit female connector. A root cause analysis indicated that the most probable cause of the leak is insufficient drying of the raw material used to mold the enfit connector. As part of continuous improvements, a corrective action has been opened to address the reported issue. This action is designed to prevent the reoccurrence of the reported and confirmed condition. A review of the reported lot number found that the enfit female connectors consumed into this lot were manufactured prior to the corrective actions being implemented. No further corrective actions are not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.